Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified . A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to this revision. However, this cannot be confirmed from the reported information.

Event description:
It was reported via a user report from bfarm, that a 76 yo female patient, initial right hip implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2023, approximately 8 years 7 months post the initial procedure. As part of the manufacturer's recall campaign, the patient came in to have the hip prosthesis that was implanted in 2015 checked. As part of the diagnosis of coxarthrosis on the left side, the surgeons noticed an inlay deterioration on the right. The x-ray and CT check showed a clear decentering of the prosthetic base and osteolysis in the acetabulum as signs of inlay wear. This was verified when the inlay was revised to a vitd-hardened, specially approved inlay (novation xle, neutral liner, group 2, 32mm i.d. Ref 140-32-52, sn (B)(6)). As part of the replacement operation, in addition to the inlay replacement, the firm socket integrity was determined as well as the curettage and sealing of the cysts in the socket using allogeneic cancellous bone and the replacement of the prosthetic head. The explants are currently at the lab for microbiological examination using sonication. After the examination has been completed (14 days of long-term incubation), these will be returned to the implanting facility and - assuming the patient has given his consent - made available to the manufacturer upon request for further material-related examination. No further information provided at this time.

Manufacturer narrative:
D10: 180-01-52 - crown cup,cluster-hole gr.523744418. Additional information, including the product investigation, will be submitted within 30 days of receipt.